Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed. User made bolus requests without entering current bg level while overriding bolus size and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels while overriding bolus amount and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and candy was consumed to address the bg level. The customer reported that the cause of the low bg was due to "human factors" and was not related to the pump or supplies; however, no further details were provided.